Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was able to beep and vibrate, it was unresponsive and stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 350 (mg/dl). The customer used a backup pump to deliver insulin. It was indicated that the customer would use a backup pump as alternate insulin therapy until the replacement pump was received.